Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, customer experienced a blood glucose (bg) level of 584mg/dl and a trace ketone level. A manual injection of insulin was delivered to address bg. The customer reverted to manual injections for insulin therapy.